Event description:
Account alleged that when raising or lowering the bed, it would go into trendelenburg. No pt impact.

Manufacturer narrative:
Tech discovered, after removing the cover from the pan housing logic board, a burn odor. After further visual inspection, the tech discovered burnt components on the motor control board. The tech replaced the motor control board to resolve the issue.